Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the speed control knob on the centrifugal controller was too stiff (hard to turn). The device was not changed out, as the customer has used the unit as is. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
This has been an ongoing issue for the customer. Exact date of occurrence unknown. The field service representative (fsr) is going to look at the unit and grease if necessary. There are no parts to replace for this issue. The field service representative (fsr) verified the reported issue. The fsr removed the speed control knob and seal nut on the potentiometer and applied all purpose grease number 2 to the shaft. The fsr reinstalled the seal nut and speed control knob making sure it was not touching the seal nut. He verified the speed control knob turned easier. The centrifugal control unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.